Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was a 3mm inaccuracy that occurred during the procedure. The health care professional did not re-register and continued with the case accounting for the inaccuracy. There was no delay to the procedure. No negative impact to the patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was a 3mm inaccuracy that occurred during the procedure. The health care professional did not re-register and continued with the case accounting for the inaccuracy. There was no delay to the procedure. No negative impact to the patient outcome.

Manufacturer narrative:
The software investigation determined that they were unable to determine the probable cause of the reported issue. The forehead was the most anterior portion of the registration model, but the exam was otherwise to protocol. The trace pattern did not cover a large area and collected points on the soft tissue of the patient's cheeks. If information is provided in the future, a supplemental report will be issued.